Manufacturer narrative:
Device history record and inspection document (lots 2130198, 2130215 and 2130213) related to the product used was reviewed and found no non conformities. The 13fr bi-caval lumen catheter is inspected 100% in production. The IFU warns that incorrect insertion can cause damage to the vessels and/or heart structures.

Event description:
Pt post bone marrow transplant for hurler's syndrome developed rsv pneumonitis. Referred for ECMO. Hickman line present in femoral vein. Cannulation performed with the aid of fluoroscopic guidance. Despite trying different guidewires a wire could not be placed into the ivc. The cannula was inserted and the tip was deliberately left in the right atrium. ECMO was commenced and the cannula was functioning as expected. After 144 hours it was decided to turn him prone to try and aid lung re-expansion. On turning prone he was awake and a bolus of sedation was administered. His heart rate fell and he had a short period of CPR before regaining his output. He remained stable for about 10 minutes before again his heart rate began to fall with a falling blood pressure. An urgent echo was performed that revealed a pericardial effusion. "Remedial action taken and by whom upon the occurrence of the event. His chest was opened and fresh blood was drained from the pericardium. On opening the pericardium the cardiac output returned. The cannula appeared to be relatively high in the atrium and was left in position."